Event description:
Alleged the bed has no hi/low up function, but when he manually raises the bed, and then supplies power, the hi/low function will run down unintentionally.

Manufacturer narrative:
The facility found signs of fluid ingress on the power pc board and replaced it to repair the bed.